Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient¿s ipg flipped inside the ipg pocket. The patient underwent surgical intervention on (B)(6) 2018 wherein it was revealed suture pulled loose from patient tissue at anchor site. The ipg was sutured back in the same pocket to resolve the issue. Stimulation was restored postoperatively.